Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a progav 2.0 with ped.prechamber (product # fx466t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve's pressure setting was suspected to have changed as a result of airport security screening. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. The adverse event is filed under aic reference (B)(4).

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: although the device was returned to the manufacturer for physical evaluation, the attending physician has not yet provided a signed release. Therefore, the device has not been able to be examined. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.